Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) leads and right ventricular (rv) leads exhibited high capture threshold which resulted in failure to capture. The ra and rv leads were not used and the procedure was completed by implanting a leadless pacemaker. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.